Event description:
Temperature control failed on solid state relay heating elements on the bed warmers. The device would overheat, or not heat, or heat constantly with no alarms in any of these situations. The device should turn on or off depending on the pt's temperature detected by a probe. If sensor didn't detect certain temperatures the pt would potentially be compromised by decreased or increased temperatures. The facility was told by the manufacturer that the service manual instructed them to place the solid state relay on a routine basis but this requirement was not found by the facility in the booklet provided.